Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained oversensing due to post paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.